Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the dissector had a fractured waveguide and the waveguide was not returned with the device. It was reported that the device received a red light and would not activate prior to use. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the waveguide was found to be broken. The product analysis noted evidence that the device was not used as intended. This issue may occur if device come in contact with the clamping jaw and weakening the waveguide. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device made an error noise, and turned red and did not activate. The account checked the battery and the generator and ultimately grabbed another handpiece. The replacement handpiece turned on with generator and battery. The account encountered the issue with 2 devices of the same lot number, and pulled the third unopened device off shelf that also had the same lot number. The first device, was used and did not work and encountered errors. The second device had similar issues as the first device. The 3rd device was pulled from the shelf with the same lot number, unopened and unused but will be sent in as a precaution. Based on the investigation, the waveguide was found to be broken. There was no patient involvement.